Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had been in the hospital since last friday, as they had been throwing up for a little over a week now. They initially thought they had the flu, but then stated they had "tell-tale signs". Due to this they were under the assumption that their gastric stimulator was no longer working. They stated the hospital did not have any way to test the gastric stimulator. They had "warning signs for a couple months," and had consistently not been able to hold down food for "about two and a half weeks". They had not seen their implanting physician since the implant, and did not provide the name of a managing healthcare provider. The healthcare provider at the hospital made a note in the computer that they called the manufacturer on monday, (B)(6), and left a voicemail, but the patient could not confirm if a detailed voicemail of the issue was left. Another doctor called and left a voicemail for the manufacturer again the night before the report, but the patient could not confirm if a detailed message of the issue was left then either. The role of the manufacturer representative and the process to contact them was reviewed. The patient was provided with the national answering service (nas) phone number to give to the healthcare provider. The patient was redirected to their healthcare provider to further address the issue.